Event description:
The surgeon was performing a unicondylar knee replacement with the robotic arm interactive orthopedic system (rio), which resulted in a femoral cut by the surgeon outside of the plan. The surgeon determined that the proper course of action was converting to a standard total knee replacement.

Manufacturer narrative:
The preliminary results of the investigation revealed that the most probable root cause was determined to be improper engagement of the burr to the burr motor while using the rio. The root cause investigation is still on-going if a different root cause is identified then a supplemental MDR will be filed.